Event description:
It was reported that "even though the correct amount of circulating water is added, the shortage lamp sometimes comes on and sometimes doesn't." Event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. Even when the reservoir tank is filled with circulating water, the "add water" alarm lights up and sounds. The reported issue was caused by a defective float switch inside the main unit. The float switch was replaced. Service history identified that no previous repair has been noted in the last 12 months.